Event description:
Information alleged that the head function was drifting slowly. No injury reported.

Manufacturer narrative:
Head function was drifting slowly, not visable. Checking head down valve and CPR valve. Repair not yet complete.